Event description:
Distributor reported that a boy had his brain tumor removed by a good surgeon. Duraseal was applied, and the doctor had to cope with an attack of severe fever, which lasted for almost a month. The surgeon highly suspects that duraseal was the cause of the fever, working as a foreign body reaction.

Manufacturer narrative:
Investigation follow up with distributor: the cause of the fever is unknown. The fever disappeared by itself after a month or so. There is no evidence of infection. The patient's blood and csf fluid was checked three times. The patient recovered and was discharged with disappearance of the fever. The cause of the fever could not be determined, and no definite conclusion can be made. The tests performed showed that there was no evidence of infection. The duraseal product has been subjected to a battery of biocompatibility tests, and has passed all the required tests. This appears to be an isolated incident. We have no other reports of fever without infection with the use of duraseal dural sealant.